Event description:
The patent underwent lead replacement surgery. The explanted lead was discarded per explant hospital policy. No additional relevant information has been received to date.

Event description:
It was reported that the patient's device showed high lead impedance and output current not delivered. The patient recently had an increase in seizures. The physician reviewed x-rays and did not identify the cause for the high impedance. The x-rays have not been reviewed by the manufacturer to date. During the patient's most recent generator replacement the connector pin was verified to be fully inserted, and all diagnostics in the operating room were within normal limits. The patient has been referred to the surgeon. No known surgical intervention has occurred to date. No additional relevant information has been received to date.